Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: a device history review was performed, and no non-conformances were detected related to the reported condition. D9: the device has been returned for investigation on 6/11/2021.

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. (B)(6). UDI: (B)(4).

Event description:
It was reported from (B)(6) that during a total hip replacement surgical procedure, it was observed that the impactor device did not work. After troubleshooting, lubricating and sterilizing the device, it was observed that the trigger was malfunctioning. According to the reporter, when the device was connected to the battery, it would sporadically misfire without stopping even though the trigger was not engaged. It was reported that there were no delays in the surgical procedure and the procedure was completed successfully. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the device functioned intermittently (the initial functional assessment noted continuous unintended operation when trigger is released but continuous unintentional impact was not observed at final product assessment). There were leaks at the terminal wire site. The rear can was removed and water damage was observed on electrical components. The terminal leaks are due to a a design failure. Water damage has the potential to cause dysfunction of the pcba which could have contributed to original complaint.. Therefore, the reported condition was confirmed. The assignable root cause was due to a design issue.